Manufacturer narrative:
(B)(4). Implanted in 1999. (B)(6). The complaint device has not been returned as it is currently implanted. The device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient is being scheduled for a revision due to wear of the bearing.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.